Event description:
On the initial report received by aso on (B)(6) 2023, the consumer states that the bandages broke out her skin. She used the bandage on her skin and developed a ring around it. She has a dry circle ring/patches all around her body. She applied the bandage and got the reaction a couple of days ago. This happened in february. She states she still has the reaction on her skin. The consumer returned customer information request (cir) on (B)(6) 2023 reporting that she required medical attention. She went to her primary doctor and she suggested triamcinolone acetonide cream usp. The consumer confirmed that the unused product was discarded, and no lot number was provided to aso. The consumer confirmed that the issue was with the tape area.

Manufacturer narrative:
As of (B)(6) 2023 aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. Refer to section b.6 of this report for further details.